Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided instructions for resetting the pump. After resetting, the malfunction did not reoccur, and the customer was advised to continue using the pump and to call back if any malfunction code recurs.